Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Lot number: 100914-01. (B)(4).

Event description:
As reported to coloplast, though not verified, the patient experienced a difficult, uncomfortable recovery after implant, and struggled to function in a normal capacity during recovery. At a subsequent appointment, the patient was much better with no prolapse symptoms and no lower urinary tract dysfunction. However, she began to experience increasing episodes of cystitis, back pain, dragging sensation, and hematuria. In the latter part of 2013, she experienced a prolonged period of lower respiratory tract infections and constant coughing. This, combined with her work which involved some heavy lifting, led to a recurrence of prolapse symptoms, and she was diagnosed with slight rectal prolapse. The patient experienced lower back pain and the need to occasionally digitate in the vagina to achieve bowel empty. The patient underwent laparoscopic sacrocolpopexy, where an elevate mesh kit was used to elevate the vagina with mesh with an anterior plication for a low rectocele. The patient returned approximately two weeks later reporting vaginal discharge and was prescribed oral antibiotics. The discharge cleared. Approximately a week later, the patient reported vaginal irritation, itching, and blood-stained vaginal discharge. Between 2014 and 2017, the patient began suffering from increasing episodes of post-menopausal bleeding, hematuria, cystitis, back pain, pain in the lower pelvis, and ongoing discharge. The patient described her condition as deteriorating and becoming debilitating. The patient attempted managing her urinary tract infections with nitrofurantoin. The patient also experienced diarrhea. In (B)(6) 2018, a physician confirmed mesh erosion in the vaginal wall, noting ¿visible erosion on the right side of vault¿ and the mesh could be felt along the posterior aspect. The physician reported this as the likely cause of her bleeding. There was evidence of mesh exposure as well as mesh erosion into the bladder. In (B)(6) 2019, the patient reported vaginal bleeding, cystitis, and hematuria upon passing urine. At that time, there was visible mesh erosion on the vaginal vault, and the physician noted his concern that mesh was eroding into the bladder, causing hematuria over the years. In (B)(6) 2019, MDR results showed no evidence of cystocele, but reported some post-surgical changes. In (B)(6) 2019, the patient was again reporting hematuria, vaginal bleeding, and a low abdominal dragging feeling. The patient had also been experiencing dyspareunia. There was palpable granulation tissue on the posterior wall, with a very shortened vagina. The patient was deemed not fit to work due to pain. In (B)(6) 2020, the physician noted there is no fluid around the mesh, or evidence of swelling or inflammation. The vagina had an unusual configuration and appeared markedly distorted and shortened. The patient was awaiting an appointment for removal of the device.